Event description:
It was reported that the device experienced a power on reset. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: the device was returned and analyzed. The returned device indicated a memory error for a ram (random access memory) integrated circuit.

Manufacturer narrative:
Evaluation summary continued: analysis of the device memory indicated the electrical reset alert.